Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that her one touch ultramini meter had a calcode issue. The alleged issue first occurred in late 2008 (specific date/time not provided). As a result of the reported issue, the pt took more food/drink. She also reported that she had to call the emergency medical services (ems) due to symptoms that developed. The pt thought she felt low (specific symptoms not provided) and she drank orange juice. When the ems arrived, she was tested on their meter with an approximate result of 400 mg/dl. She was reportedly given insulin injection and also a metformin tablet. The pt was taken to the hosp for further treatment (info about hosp visit not provided). At the time of troubleshooting, the pt was walked through resolving the calcode issue successfully. This complaint is being reported because the pt was reportedly treated for hyperglycemia and taken to the hosp after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.